Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could ot be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03500 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy on a male patient performed on (B)(6), 2009 (patient's age is approximately (B)(6)). According to the complainant, after removing a polyp, the doctor wanted to use a clip. The oversheath grip broke away from the sheath; therefore, it was not possible to move the clip in or out. A second resolution clip device was used and the same event occurred. The procedure was completed using a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.